Event description:
The patient had undergone a cardiac catheterization in 2009. At the completion of the case there was an attempt to remove the sheath from the right femoral artery. The sheath snagged on a previously deployed starclose device - previous procedure in 2007-. Pt was taken to the or for right femoral exploration and removal of the sheath.